Event description:
It was reported that the patient had been hospitalized with hyperglycemia on 06dec2025. The patient's blood glucose levels reached 377 mg/dl while wearing the pod on the arm. Patient reported that they were not able to see the pink slide in the forward position, on the pod, this indicates a needle mechanism failure. Symptoms reported include high blood glucose, thirst, and frequent urination. The patient was treated with insulin injection and intravenous insulin fluids. The patient was released the following day, 06dec2025. The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.